Event description:
It was reported that the fiver tip was damaged and that the fiber cap detached during the prostate procedure at 75,000 joules. The location of the cap is unknown, however, there was no report of the device remaining inside the patient or that cap retrieval was performed. The procedure was completed with turp. There was "no damaged to the patient".

Manufacturer narrative:
(B)(4).